Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the left ventricle lead exhibited high pacing impedance. Programming changes were made. There were no patient consequences, and the patient will continue to be monitored.